Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported sensor fiber bent when removed from the packaging. Customer was also stated that, packaging was not sealed properly, misshaped, or sterile packaging not intact. The customer reported no adverse event. The event involved product(s) mmt-7040a. Troubleshooting was performed. Customer was advised to replace the sensor. No harm requiring medical intervention was reported. The customer will discontinue to use the sensor. Mmt-7040a was requested and customer response was the device will be returned.

Manufacturer narrative:
Following our receipt of the one returned used sensor and performed visual inspection and found needle separated from sensor base and then inspected insertion needle for burrs/hooks and dull needle tip defects and none were found. Introducer needle passed per specifications, also checked sensor flex for damage and none was found. In summary, the customer complaint for bent sensor flex was not confirmed. The customer complaint of sensor damages out the box could not be confirmed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.